Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with broken screen was confirmed during product evaluation. This condition was caused by the broken main display; top quarter of screen has white line across it. The main display was replaced to correct the reported condition. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Service history review: service history review determined that the device has not been previously sent into service for the reported condition of broken display. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA mdq-CAPA-(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a broken display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.